Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the insulin pump ¿was no longer working¿. The reporter denied a power issue or a button/keypad issue. The reporter alleged the pump had emitted a ¿dire alarm¿. The reporter further stated the alarm that was emitted did not instruct the user to call animas and ¿just said I had to stop using the pump¿. The insulin pump was not available for troubleshooting or review at the time the reporter called animas customer support to report this issue. The reporter stated that the pump had not been used for insulin delivery for a while; the patient had been using multiple daily syringe injections to management their diabetes. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.